Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Clinical support performed a system check and reportedly, the customer was using cold insulin. Clinical support informed customer that cold insulin is off label per the user guide. The customer reverted to an alternate method of insulin therapy.the customer's blood glucose ranged from 200-400 mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer declined to provide any additional informatio